Event description:
It was reported that the device was used during a sigmoid colectomy. A device did not fired staples. A second device was used and again no staples were fired. The case was completed using a same like device. There was no consequence to the pt.